Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 6 rails were broken. A field service engineer found that the drawer rails were not damaged, but the drawer was slightly difficult to open and replaced the two back bumper slides to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 6 experienced a failure. The drawer rails were reported to be broken and misaligned, and the drawer did not automatically open. The user was able to pull the drawer open only from the left side, which felt misaligned. When attempting to close the drawer, the user had to manually support the left side, as the rail did not retract on its own. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.